Event description:
The device was implanted in the pt in 2003. One year post implant, the physician noticed that cerebrospinal fluid leaked around the valve and was pooled under the skin. The physician removed the valve and catheter and replaced with another. Since it was not clear which device caused the leak, the physician would like to make aware of the investigation results and the root cause of the cerebrospinal fluid leak.